Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported a perforation issue. Date of event is unknown. This event occurred at the time to during use.

Manufacturer narrative:
Correction information: d2: product code; g6: follow up #1; h2: type of follow up.

Manufacturer narrative:
Correction information: b2:outcomes attributed to adverse event. G6: follow up #3. Coding changed based on the investigation result international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4607 hospitalization or prolonged hospitalization, 4625 additional surgery, 4614 serious injury/illness/impairment. Additional information: a1:patient identifier. The patient recovered uneventfully. But patient spent a week in the hospital and required open surgical laparotomy for repair. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information: b3:date of event. B5: describe event or proble. E1: name and address. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:serial. H4:device manufacture date. Evaluation summary: in this case, it is speculated that there was no malfunction of the device, and that the doctor performed the endoscopy with the same intent as other models with different specifications (the subject is unknown), and unintentionally perforated the patient. It has been about 20 years since the model was released, and since no changes have been made to the bending performance specifications during that time, it is considered to be an event unique to the facility.

Event description:
Customer reported perforation in the right lateral duodenal wall occurred during insertion of scope into the duodenal bulb, followed by loop reduction (withdrawal of scope) which led to scope tip going forward through the duodenal wall. From physician: typically, as long as tip of the cla (linear) scope is appropriately angled/deflected and pointed towards d2, the scope tip will slide into d2/d3 during this reduction maneuver, but with the angle of the duodenal apex relative to large eus probe and long bending segment/wide deflection angle of the pentax scope, my theory is that angle was too sharp for this scope to handle in this case. Description of any actions taken: patient admitted and sent to surgery. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.